Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. The patient had an estimated blood loss of 150 ml from an extremal blood leak at the level of the header caps of the dialyzer. Treatment was immediately discontinued; no other patient information is available. There was no fluid leak observed during priming or prior to start of treatment. The used dialyzer was discarded after the event and no further technical investigation can be performed no blood transfusion or medical intervention was provided due to the event.